Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-01021. It was reported that the patient was not experiencing adequate stimulation with their scs system. Surgical intervention may be pending for this issue.